Manufacturer narrative:
Multiple medical device types: fpa. Multiple common device names: intravascular administration set. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had the tube push off from the non-patient end of the needle.